Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results; complaint was initially reported via e-mail and customer was contacted via telephone. The customer is concerned with test results from results obtained of 122, 127, 130 and 172 mg/dl. Customer is also comparing results to another device. The customer does not know her expected blood glucose test result range. At the time of the call the customer felt well and did not report any symptoms. Customer's had reported that on (B)(6) 2025 she had been in the grocery store when her blood glucose "crashed" and she had low blood glucose symptoms. Customer had tested using the meter and obtained a result of 117 mg/dl. Customer stated she had 2 glucose tablets and half a bottle of pop to get it back to where she could stand without assistance. No medical attention as a result was reported. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room or the customer's purse. The test strip lot manufacturer¿s expiration date is 10/31/2026 and open vial date is 2-3 weeks. The meter memory was reviewed for previous test result history: result (B)(6): 122 mg/dl, date: on (B)(6), time: 8:31pm unknown. Result (B)(6): 119 mg/dl, date: on (B)(6), time: 3:32pm fasting 2 hrs after eating. Result (B)(6): 117 mg/dl, date: on (B)(6), time: 3:14pm fasting 2-3 hrs after eating. Result (B)(6): 127 mg/dl, date: on (B)(6), time: 1:24pm unknown. Result (B)(6): 130 mg/dl, date: on (B)(6), time: 6:25pm unknown. Result (B)(6): 172 mg/dl, date: on (B)(6), time: 5:18pm unknown.